Manufacturer narrative:
Blank display due to damaged battery tube and moisture damage. Unable to perform self-test, active current measurement and sleep current measurement test due to blank display. The electronic assemblies and motor assemblies were inspected, and found corroded electronics assemblies, pcb1, pcb2 boards, and force sensor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails. Confirmed blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment during analysis. Confirmed moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display on the insulin pump after it was exposed to water. The customer also reported physical damage to the insulin pump; a crack on the battery tube side that affected the insulin pump's functionality. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including checking for damage and corrosion, cleaning contacts, and attempting to restart the pump, but the display did not return; the customer was instructed to discontinue use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.